Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported impedance anomaly was confirmed in the laboratory. A partial lead was returned measuring 19cm with the connector pin. Visual inspection noted that both rv cables were fractured near the stress relief coil. The fractured rv cables were the cause of the high impedance on the rv coil.

Event description:
It was reported that the lead was explanted due to constantly high impedance on the rv coil. The lead was explanted.